Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom avanto fit system. Following a total spine and head study, a (B)(6) male patient suffered blisters and redness to the right lower calf approximately three inches in length and one inch wide. It was reported that the patient had a plastic splint just above the section where the burn occurred and a sock was worn by the patient. The patient's sock was x-rayed and CT scanned and no metal was found. It is not known what medical treatment was administered to the patient.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the system does not indicate a system failure or malfunction and no non-conformity was identified. The dìcom images were requested for investigation of sar, however, the hospital did not allow local burning/copying of any patient images from the MRI scanner. Furthermore, no save log was available. The system was checked by a siemens service engineer and found to be within specification. No hardware or software problem was found which would explain the reported burn. It was stated that the child was wearing a plastic splint and socks in the region of the burn. The examination was rather long (about 1 hour and 10 minutes). Our experts presume that the cooling of the child's skin may have been impaired by the splint. The child may have been sweating below the splint which could possibly have increased the local conductivity and the local sar. The cause for the burn could not be determined.